Manufacturer narrative:
(B)(4) lens was exchanged in a secondary procedure for another power. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) zlb00 (22.0 diopter) was exchanged in a secondary procedure for a different power in the patient's right eye. Patient was implanted with iol serial number (B)(4), which is a model zlb00 (19.5 diopter) as a replacement lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 09/29/2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is damaged, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.